Event description:
It was reported that the absolute pro ll was being used for treatment of the superficial femoral artery. During retraction of the sheath, while rotating the thumbwheel, after 2 centimeters of the stent was released the thumbwheel stopped retracting the sheath. Leaving the guide wire in place, the sheath was able to be retracted, releasing and deploying the stent; however, the handle of the device had separated outside the patient at the thumbwheel. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed however the handle was cracked open which is likely what was reported. Additionally, the difficulties deploying the stent were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.